Event description:
It was reported that there is a crack in the insulin pump. Customer reported that the crack goes from the esc button across the screen. Customer's blood glucose reading was 111 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.